Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy, a patient with a 7300tfx31 valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of eleven (11) days due to commissural fusion and thickened leaflets, leading to severe reduction in the leaflets opening (mean gradient 5-6 mmhg with high-flow ECMO; 10 mmhg half-flow ECMO). The patient also presented moderate intra prosthetic regurgitation. Before the reintervention, the patient was noted as to be in mechanical life support (veno-arterial ECMO), with severe disfunction of the left and right ventricle and impossibility of weaning from the mechanical support. A 29mm transcatheter valve was implanted within the edwards surgical valve. As reported, the patient is still in intensive unit care, with mechanical support v-a ECMO and iabp, waiting for eventual cardiac transplant.

Manufacturer narrative:
The following sections were updated/corrected/added: b5 (event description updated), h6 (clinical code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The device was not returned for evaluation and it remained implanted. Leaflet thickening may be attributed to structural valve deterioration (svd), non-structural valve dysfunction (nsvd), thrombosis, endocarditis, or any combination of these factors. Leaflet thickened is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is insufficient information available regarding patient or procedural factors known to cause or contribute to leaflet thickening. Therefore, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received notification that a patient with a 7300tfx31 valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of eleven (11) days due to commissural fusion and thickened leaflets, leading to severe reduction in the leaflets opening (mean gradient 5-6 mmhg with high-flow ECMO; 10 mmhg half-flow ECMO). The patient also presented moderate intra prosthetic regurgitation. Before the reintervention, the patient was noted as to be in mechanical life support (veno-arterial ECMO) due to biventricular failure, unrelated to edwards device, with severe disfunction of the left and right ventricle and impossibility of weaning from the mechanical support. Nor history of thrombosis nor suspect of suture loop were address to the patient. A 29 mm transcatheter valve was implanted within the edwards surgical valve. As reported, the patient was in the unit care, with mechanical support v-a ECMO and iabp, waiting for eventual cardiac transplant. Unfortunately, the patient died 35 days after the valve-in-valve procedure due to pulmonary pneumonia.